Event description:
In 2004 the pt woke up with symptoms of vomiting and falling in and out of consciousness. A reading was taken at 7:30am and the pt received a 255 mg/dl and took insulin based on a sliding scale. At 10:30am their reading was 226mg/dl and at 11:30am pt received a 248 mg/dl. Their spouse administered insulin and then contacted the paramedics, who arrived 10 minutes later and their reading was 700 mg/dl on the paramedic's meter. Paramedics started pt on an IV and admitted pt to the hosp. Pt was admitted in the ICU for five days and was diagnosed with "dka". Customer service found out that the pt had been using expired test strips. Using expired test strips can lead to false blood glucose readings. Pt had been cleaning the meter correctly. The pt mentioned that their blood glucose is very erratic and now has to test their blood glucose every three to four hours. Pt is on insulin; however, did not have their sliding scale handy. Customer service sent the pt a replacement meter and supplies. This case is being reported as an adverse event, since the pt suffered a serious injury due to "use error."